Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the replace battery now alarm immediately followed after the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed active current test. Successfully downloaded history files and traces using thump. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 3.0 received the low battery alert (104) on (B)(6) /2025 07:01:00 after more than 7 days at 19.43 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 11:11:00 after more than 7 days at 18.66 days. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case and cracked keypad overlay. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. Confirmed moisture damage to pcb1 board and pcb2 board. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.